Manufacturer narrative:
"The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of pca burning. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. General information: 510k was updated (previously it was wrong).

Manufacturer narrative:
Additional information was received on january 25, 2024, and h11 should be reported as the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device observed the pca burn and heater plate contamination. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn and heater plate contamination. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. General information 510k was updated. (Previously it was wrong) box h: device manufacturers were updated. Remedial action, recall number was updated. (Previously it was wrong) report source and operator of the device updated.